Event description:
It was reported that the newly implanted right ventricular (rv) lead showed an occasional loss of capture. It was also reported the rv lead had perforated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)